Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. The event states that the device was difficult to open and that the surgeon "pulled the device off the artery". To clarify, was the surgeon able to eventually open the device to remove it from the patient? If so, how was the device opened? If not, was the device removed from the artery without opening the jaws at all?

Event description:
It was reported that during a laparoscopic appendectomy procedure that on the second firing with a grey reload the device was difficult to open. Surgeon pulled the device off the artery. A clip was used to control the small amount of bleeding that occurred. Another like device was used to complete the procedure. There were no adverse consequences for the patient.